Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date : monitor sn (B)(4) : 11/27/2015 initial, electrode belt sn (B)(4): 05/04/2016 initial.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital and passed away in the oncology ward on (B)(6) 2016 around 4am. An arrhythmia was detected at 02:02:39 on (B)(6) 2016. The ECG shows sinus rhythm at 80 beats per minute (bpm) with motion artifact. Arrhythmia detection stopped at 02:20:50. The patient was in atrial fibrillation at 50-60 bpm with CPR artifact from 02:20:59 to 04:11:08. An arrhythmia was detected at 04:11:08. The ECG shows coarse ventricular fibrillation (vf) with motion artifact. The battery was removed and the device was shutdown at 04:11:13 on (B)(6) 2016. The patient was in the hospital at the time of passing. However, it is unclear who removed the battery from the device or why the battery was removed.